Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An increase in the ventricular pacing lead impedance accompanied by occasional episodes of noise were observed. The lead was capped.